Event description:
Additional information was received for this case. It was reported that there was a type I endoleak that was repaired with another manufacturer¿s proximal aortic cuff. The investigator indicated that the event was related to the study device but not related to the study procedure.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 9.0 cm fusiform abdominal aortic aneurysm, a right iliac artery aneurysm 2.6 cm in diameter x 5.1 cm long, and a left iliac artery aneurysm 2.8 cm in diameter x 5.6 cm long. There is bilateral moderate tortuosity. The stent grafts were implanted without issue. The two year follow-up CT revealed a type ii endoleak and at the two and half year follow up CT there was still a type ii endoleak present. A recent angiogram revealed that the abdominal aortic aneurysm was 9.1 cm in diameter and 12.8 cm in length. It was reported that there was a fracture of the connecting bar in the main body of the stent graft with a type iii endoleak fabric. It was reported that one month later the physician elected to implant another stent graft and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related: type ii endoleak. Conclusion: anatomy related: type ii endoleak.

Event description:
Additional information was received for this case. The type I endoleak that was reported previously the investigator has changed the endoleak to a type IV endoleak.

Event description:
Additional information was received. For the event of the type I endoleak that was repaired with a cook proximal aortic cuff, the investigators assessment was updated from no procedure relation to yes procedure related.